Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. Upon evaluation ,stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue of unexpected lost of power. The technician could verified the errors in the device's log. After clearing the log and performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.